Event description:
Reportable malfunction: on may 3, 1999 novo nordisk a/s received a novopen 3 from the netherlands with the following complaint: "no specific complaint reported". There was no indication of an adverse event. Results and conclusion of manufacturer's investigation - on june 10, 1999 novo nordisk a/s established that the collar on the piston rod nut was broken off. The device was tested for dosage accuracy at different dose sizes of 2,5,10 and 20 iu (1 iu=10 mg). Conclusion-the fault "collar on piston rod nut broken off" has been classified as a reportable malfunction.